Manufacturer narrative:
We have inspected the dhf of the affected lot and including material certificate and hardness test certificate and the affected batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. As soon we receive the affected product back, we will initiate further investigation. The device was used to drill in the radial head for fixation with a hcs screw 2.0. The adverse event caused an approx. 5-10 min delay in surgery. We have inspected the dhf of the affected lot and including material certificate and hardness test certificate and the affected batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
It was reported that a cannulated drill for the headless compression screw 2.0mm broke intra-operatively during a radial head fixation.